Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. It was noted noise observed on several ecgs; suspected false asystole episodes with sharp non-physiological deflections at the end of the episode followed by a gradual return to baseline, which is consistent with loss of contact. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) displayed ten minutes of asystole, however, the patient showed no symptoms. In addition, there was undersensing observed, with no r-waves sensed for long periods of time. It was noted the icm had potential loss of contact or a change in the electrode surface, which resulted in the false asystole episodes. In addition, there was suspected electromagnetic interference (emi) oversensing from a metal detector, which led to episodes of noise. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.